Manufacturer narrative:
Citation: chourdakis e et al. The role of echocardiography and CT angiography in transcatheter aortic valve implantation patients. J geriatr cardiol. 2018 jan;15(1):86-94. Doi: 10.11909/j.issn.1671-5411.2018.01.006. Epub 2018 jan 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the role of transthoracic or transesophageal echocardiography and multislice computed tomography in transcatheter aortic valve implantation for pre-operative management, peri-procedural guidance, follow up, and possible complications. The review included an undisclosed number of studies (patient population and demographics not provided), the medtronic corevalve bioprosthetic valve was referred to in the article (no serial numbers provided). Based on the available information, medtronic corevalve may have been associated with the following adverse events: conduction disturbances requiring permanent pacemaker implantation and ventricular displacement of the valve. No additional adverse patient effects or product performance issues were reported.